Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a routine supply change, the user observed no insulin drops while priming and identified insulin pooled within the cartridge chamber, consistent with a leaking cartridge; the user replaced the cartridge, resumed insulin delivery without alerts or alarms, and later disposed of the leaking cartridge. Symptoms included no change in blood glucose and no adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and replacement infusion sets shipped along with user education and troubleshooting completed. Investigation included telephone based troubleshooting, user walk through of the cartridge change process, and review of use steps. Investigation of this case revealed no user handling errors identified during the guided steps via phone. Resolution was achieved with a new cartridge and infusion set. It was concluded that the event involved a suspected cartridge leak that was resolved by replacement, with no patient harm.